Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported difficult to remove and the reported patient-device incompatibility-wall apposition were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the delivery system was being removed, but resistance between the nose cone and the calcium buildup was felt; therefore, the handle could not be locked. Extra force was used to pull the device and the nose cone separated. It should be noted that the supera peripheral stent system instructions for use (IFU), states: should unusual resistance be felt at any time during stent system removal, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. The force applied seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy resulted in the reported patient-device incompatibility-wall apposition. During removal, resistance between the nose cone and the calcium buildup resulted in the reported difficult to remove. Manipulation of the compromised device using force resulted in the reported tip material separation/noted tip jacket stretched/separated and inner member separation. As reported, the device was removed and an unspecified balloon catheter was advanced to balloon the area and fully appose the stent to the vessel wall. Additionally, a snare was then advanced and the nose cone was removed without issues and the procedure was concluded. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left popliteal artery. The 5mm vessel was prepared with a non-abbott shockwave device; however, it did not completely open the area where the calcium was noted. The 5.0x60mm supera self-expanding stent system (sess) was advanced to the area where the noted calcium was and the stent was deployed without issues. It was thought that the stent was fully deployed, but on angiography it was noted that the stent was not fully apposed due to the calcium/plaque. The delivery system was being removed, but resistance between the nose cone and the calcium buildup was felt; therefore, the handle could not be locked. Extra force was used to pull the sess and the nose cone separated. The sess was removed and an unspecified balloon catheter was advanced to balloon the area and fully appose the stent to the vessel wall. A snare was then advanced and the nose cone was removed without issues and the procedure was concluded. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.